Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that both of the patient's batteries in their chest were exposed. The patient had a complete explant. Both the batteries and extensions were removed. It was stated that the batteries had been exposed for at least a month. The hcp stated a back surgery was performed by a pain doctor even with exposed batteries, and they had open wounds then. It was unknown when the back surgery was done. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.